Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton while the customer experienced difficulties with adjusting the ventilator device in a way (in pcv+ modus) to ensure that the ventilation is adequate. For some reasons (either due to the patient's health condition or due to transport within the hospital to the MRI room) the customer reported that they switched back and forward between this hamilton-mr1 (in pcv+ mode) and a ICU ventilator. Both ventilator devices had the same settings. The neonatal patient was sedated. Blood pressure and heartbeat of the neonatal patient increased rapidly. The end-tidal co2 measured value was 9. Finally, by using the hamilton-mr1 in simv mode, the patient's condition stabilized and remained stable throughout the MRI session. It was not reported whether alarms were triggered. The device log files were provided to hamilton. There is patient involvement reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton while the customer experienced difficulties with adjusting the ventilator device in a way (in pcv+ modus) to ensure that the ventilation is adequate. For some reasons (either due to the patient's health condition or due to transport within the hospital to the MRI room) the customer reported that they switched back and forward between this hamilton-mr1 (in pcv+ mode) and a ICU ventilator. Both ventilator devices had the same settings. The neonatal patient was sedated. Blood pressure and heartbeat of the neonatal patient increased rapidly. The end-tidal co2 measured value was 9. Finally, by using the hamilton-mr1 in simv mode, the patient's condition stabilized and remained stable throughout the MRI session. It was not reported whether alarms were triggered. The device log files were provided to hamilton. There is patient involvement reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.